Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corroded electronic and motor home switch.

Event description:
It was reported that the insulin pump was dropped in water, and the device was not functioning. Troubleshooting was performed and moisture underneath the display was observed. No further info was provided.